Manufacturer narrative:
Used (B)(6) 2018 as event date as no event date is provided. Device is a combination product.

Event description:
It was reported that shaft break occurred. A 3.50x28mm promus premier drug-eluting stent was selected for use to treat a lesion. However, as the device was attempted to be inserted into the patient, the shaft broke. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 3.50x28mm promus premier drug-eluting stent was selected for use to treat a lesion. However, as the device was attempted to be inserted into the patient, the shaft broke. No patient complications were reported. It was further reported that the procedure was completed with another 3.5x28mm promus and the patient's status was fine.

Manufacturer narrative:
Used (B)(6) 2018 as event date as no event date is provided. Device is a combination product.

Manufacturer narrative:
Describe event or problem, initial reporter title, initial reporter frist name and initial reporter last name updated. Used (B)(6) 2018 as event date as no event date is provided. Device is a combination product.

Event description:
It was reported that shaft break occurred. A 3.50x28mm promus premier drug-eluting stent was selected for use to treat a lesion. However, as the device was attempted to be inserted into the patient, the shaft broke. No patient complications were reported. It was further reported that the procedure was completed with another 3.5x28mm promus and the patient's status was fine. Device evaluated by MFR: a promus premier,us, mr 3.50x28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter and a hypotube break 705mm distal to the strain relief measured using a ruler. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.